Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2018-00604. Concomitant medical products: nonaugmentable stemmed tibial component option size 3 , item# 00598603701 lot# unk, articular surface size ef 12 mm height "use with plate 3, item# 00596403212 lot# 62384568. (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised for loosening. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was confirmed by review of x-rays which show lucency at the metal-bone interface, correlating with the reported loosening. Evaluation of the returned tibial component identified some nicks and scratches on the device. The scratches appeared to be from the removal of the implant. The femoral component also had signs of wear and some bone cement on the backside. The tibial component ap and ml dimensions were measured and found conforming. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was confirmed by review of x-rays which show lucency at the metal-bone interface, correlating with the reported loosening. Evaluation of the returned tibial component identified some nicks and scratches on the device. The scratches appeared to be from the removal of the implant. The femoral component also had signs of wear and some bone cement on the backside. The tibial component ap and ml dimensions were measured and found conforming. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.